Event description:
The customer reported that an 840 ventilator had a loss of communication error. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reseated the graphical user interface (gui) to breath delivery (bd) cable. The unit passed extended self-testing.